Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported apicc inserted on (B)(6) 24. Patient receiving antibiotic therapy since insertion. The nurse was administering the flush following administration of antibiotic when she heard a pop and she noticed it leaking and that the line had split externally. The line was removed. Minor injury was reported, no other information provided.

Event description:
It was reported apicc inserted on (B)(6) 2024. Patient receiving antibiotic therapy since insertion. The nurse was administering the flush following administration of antibiotic when she heard a pop and she noticed it leaking and that the line had split externally. The line was removed. Minor injury was reported, no other information provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4 fr sl groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10 ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the proximal end of the extension tubing. This damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split; granular fracture surface texture (typical of tearing failure modes). An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.